Event description:
The customer reported to olympus, that spare lamp was displayed on the evis exera ii xenon light source panel. There was no patient harm associated with the event. During evaluation of the returned device, the evaluation found the emergency lamp indicators is blinking, and the spare lamp failed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the emergency lamp indicators were found blinking, and there was spare lamp failure. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the spare lamp caused the reported issue. However, a specific cause of the faulty spare lamp was not established at this time. Olympus will continue to monitor field performance for this device.